Event description:
The physical therapist was treating a bariatric patient (greater than 500 pounds) using the maxi sky overhead lift. The patient was partially positioned in a left sidelying position. The lift then began slowly lowering the patient without therapist operating controls. After lowering completely, the lift began to raise the patient (again, without the therapist controlling equipment, multiple attempts to stop independent lift action were unsuccessful). The lift motor then completely dropped hanger portion of lift equipment and motor began making a loud grinding noise. The lift then became inoperable and the motor continued making a loud grinding noise. Therapist pulled the red cord to shut the motor off and returned the lift to the corner charging position. There was no known patient injury. There is possibility that unit was not sufficiently charged.